Event description:
Catheter inserted left upper arm on 12/13/95. On 12/17/95 patient complained of soreness and discomfort in left upper arm distal to insertion site. Patient claims to have had some pain ever since IV started. Pt had amphotericin b therapy on 12-13. Left upper arm circumference 24.5 and right upper arm circumference 22.5 cm at time of event. Pt had edema distal to insertion site. Actual site without erythema or edema. Catheter intact and patent upon removal on 12/17/95. Symptoms resolved in approximately 3 days with warm compresses. Catheter discarded by hcp.